Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect and clean various components, but the issue persisted, preventing successful loading of the cartridge. Consequently, a replacement pump was approved and dispatched. The customer was advised on transitioning to the backup therapy of multiple daily injections and received guidance on storage and return procedures for the faulty pump.